Manufacturer narrative:
Cause of complaint traced to unintended use of device.

Event description:
End user reports that the medication she is using with the et syringes lot 69255 is not dispensing after pulling into the syringe barrel. Medication being used is peptides, lipo-c and mounjaro - all for weight loss.